Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt340 adult dual-heated evaqua breathing circuit was causing the mr850 to alarm when the heater wire adaptor was connected. This was found during the setup check and prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory and expiratory heater wires were resistance tested using a calibrated multimeter. Results: the resistance test revealed that the inspiratory heater wire was out of specification. No fault was found with the expiratory heater wire. Continuity testing and visual inspection revealed that the open circuit in the inspiratory heater wire was due to a break in the connection between the heater wire and the left heater wire pin inside the over-moulded plug. A lot check revealed no other complaints of this nature for lot 131113. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production. Any circuit that fails is rejected. This suggests that the heater wire became open circuit after it was released for distribution. The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". Our monitoring and trending of complaints involving electrical open circuits in heater wires in adult breathing circuits has a rate of occurrence of (B)(4) devices per (B)(4) sold worldwide in the last year to the end of march 2014.